Event description:
The customer reported that the insulin pump was unable to upload to carelink. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to performed self test in order the purge the alarm and no success. The customer was advised to change battery in the insulin pump but does not resolved the issue. The customer was advised that we create a new carelink account but this does not resolved the issue. The patient was advised that the insulin pump need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test and self test. There was no unexpected error alarms noted. The unit was unable to download history file using carelink procedure to error alarm found in alarm history screen. The error alarm was due to corrupted history file. There was no cosmetic damage noted.